Event description:
During the dilation the balloon catheter was working normal. After the dilation was complete, assist deflated the balloon, dr (B)(6) then proceeded to pull the catheter through the scope. The balloon balled up at the end and the surgeon could not pull it out, he tried advancing it back out and tried again with no success. The surgeon then had to take the scope out of patient, we then had to cut the balloon off the catheter (which has a wire that runs through the catheter) then he was able to pull it out of the scope. This could have damaged the scope with only trying to pull it out.